Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sample was returned with its original packaging. The mesh was found contaminated. The textile knitting pattern, yarn crossing, and mesh dimensions were found as expected. The mesh was found separated in two. The clean cut seems to indicate that the mesh was cut. The mesh was not frayed. A suture yarn, which was definitely added during surgery, was found at the edge of the mesh. The collagen film was found peeled off on the overlap of the mesh and at the location of the cut section. It was reported that the collagen film was found peeled off on the overlap of the mesh and at the location of the cut section. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device hi story records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not force the mesh through the trocar. Inappropriate insertion may lead to textile and/or film damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh repair, after insertion into the cavity, the collagen layer of the mesh peeled off and the polyester material was exposed. The surgeon removed the mesh and completed the surgery with other mesh. The wound was closed perfectly using a tacker. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.